Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple malfunction alarms occurred. Customer's blood glucose level went up to 210 mg/dl. Reportedly, the customer will continue to use the pump for insulin therapy.

Manufacturer narrative:
It was reported that multiple, intermittent malfunction alarms occurred.